Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous right coronary artery (rca). A 3.00 x 38 synergy drug-eluting stent was selected for treatment. However, during preparation, the stent struts around the middle part of the mounted stent got lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Synergy ous mr 3.00 x 38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. A stent strut was found to be lifted. The od (outer diameter) of the undamaged distal section of the crimped stent was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous right coronary artery (rca). A 3.00 x 38 synergy drug-eluting stent was selected for treatment. However, during preparation, the stent struts around the middle part of the mounted stent got lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.